Manufacturer narrative:
The distributor replaced the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
While servicing the machine, distributor noted machine went into alt o2 mode. There was no report of patient involvement.